Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text: see h.10.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced smeared/smudged scale markings on the device where volumetrics are not readable. Product defect was noted prior to use. The following information was provided by the initial reporter: after nurse open unit package and before use, nurse found there was no syringe scale.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced smeared/smudged scale markings on the device where volumetrics are not readable. Product defect was noted prior to use. The following information was provided by the initial reporter: after nurse open unit package and before use, nurse found there was no syringe scale.